Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, during a routine peg replacement, a stomach ulcer was detected. It was decided to replace the peg tube without inserting a j tube so it would not touch the ulcer and prevent its healing. Duodopa was administered through the peg tube. The patient was treated with naxium once a day and the doctor recommended that she take twice a day for a month for a trial. After the ulcer healed, a j tube will be inserted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.